Manufacturer narrative:
Insulin pump had moisture damage on the keypad traces. All buttons functioning properly. No button error alarm during testing. Insulin pump received with cracked reservoir tube lip, missing end cap sticker and cracked battery tube threads.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. Customer also states that there is moisture inside the insulin pump. The blood glucose reading is unknown. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.